Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Customer declined repair.

Event description:
The distributor reported that the device overheated, although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
The distributor reported that the device overheated, although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.